Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and a mesh and bs advantage were implanted. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Concomitantly, the patient underwent a sacral colpopexy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.